Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photos, the team was able to confirm the customer¿s experience. A device history record review found no non-conformances associated with this issue during production of this batch. This defect occurs when the ink on the print head is running low or needs to purged or there is a bad cable connection to the print head. There is a 100% vision system that checks for the lot number and other print on the package label. The packages that are missing printed information are rejected and separated into a sorting bin. All packages in the bin are inspected for product attributes. The acceptable packages are placed into a label dispenser, ready for placement into the shipper. If an operator fails to recognize the print error, a unit may be sent out with the reported defect.

Event description:
It was reported that 200 bd insyte¿ autoguard¿ shielded IV catheters experienced missing label information. The following information was provided by the initial reporter: the package is not printed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0342877, medical device expiration date: 2023-11-30, device manufacture date: 2020-12-07. Medical device lot #: 0350020, medical device expiration date: 2023-11-30, device manufacture date: 2020-12-15.

Event description:
It was reported that 200 bd insyte¿ autoguard¿ shielded IV catheters experienced missing label information. The following information was provided by the initial reporter: the package is not printed.